Event description:
It was reported that the insulin pump had delivered without having bolused. The customer stated that there was an anomaly during the priming process, and that when he rewound the insulin pump, the beeping did not change and the numbers did not ramp up. The customer then stated that when he rewound the insulin pump a second time, the insulin streaked out the end of the infusion set very quickly. He further mentioned that releasing the act stopped the insulin from streaking out, after which he finished the priming process and inserted the infusion set. Subsequently, within one hour, the customer's blood glucose levels went from 9mmol/l to 2 mmol/l which prompted him to take carbs to treat himself. The customer further stated that the remaining insulin changed from 52.7 units of insulin to 51.5 units all within 10 minutes without him bolusing and the basal rate set to 0.8 units/hour. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.